Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separations were confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints and patient effects appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified circumflex lesion. Post laser treatment, a 3.50x12mm nc trek balloon dilatation catheter was advanced to the lesion and was inflated 4 times. First inflation was at 22 atmospheres for 43 seconds, second inflation was at 22 atmospheres for 8 seconds, third inflation was at 6 atmospheres for 11 seconds and the fourth inflation was at 4 atmospheres at 11 seconds. The device was then completely deflated. As the device was being pulled back to be removed it got stuck due to the highly calcified anatomy. It was noted that the part of the balloon and the proximal shaft became separated. A guideliner was used in an attempt to cover the balloon piece and retrieve it but unsuccessful. A snare device was attempted to be used to retrieve the balloon but was also unsuccessful. Open heart surgery and single by pass graft was performed to retrieve the separated portion of the balloon and the proximal shaft. Additionally, the by pass graft also provided surgical revascularization that was not achieved via angioplasty. The patient was doing well post surgery. No additional information was provided.